Manufacturer narrative:
The pump passed the delivery accuracy test. No damage was noted on the keypad traces. During visual inspection, the keypad connected on the lcd board was found locked. Then, the motor was tested outside of the device and it passed.

Event description:
The customer reported via phone call that he was hospitalized for low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was hospitalized 4 times for low blood glucose in the last 4 years. The customer was treated with food. The customer was admitted to the hospital after the troubleshoot was done, customer was advised to monitor the pump and call back if issues persist. The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with insulin pump and pen. After troubleshooting was done, customer was advised to follow up with healthcare provider in regards to unexplained high blood glucose. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated buttons are not responding. The customer was advised that the device will be replaced.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. All buttons function properly. Unit had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.